Manufacturer narrative:
A steris technician was notified by the hosp approx one week after the event. Tech was dispatched to the account to inspect the table. The tech reports that the override switches for height control and for the leg section sticking in the up position. The hand control was operated and no problems were found with it. The table through all the motions and he was able to duplicate the problem. The override switches were sticking in the active position. The tech noticed that the rubber switch cover were missing from the switches in question allowing water or fluids to enter the switches during cleaning. The tech has replaced the override switch board and the protective switch covers. The table has been repaired and returned to the customer. Root cause of the event is due to poor maintenance, which resulted in fluid intrusion damaging the override switches. Customer has been advised of the maintenance requirements to prevent fluid intrusion onto the override switches. These cautions are clearly stated in the operator and maintenance manuals.